Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings. Evaluation in process.

Event description:
On 1/30/2017 it was reported to k2m, inc. That a revision surgery took place in which fractured rods were removed. The patient reportedly had a fractured rods approximately 36 months post-op. Revision surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The surgeon removed all hardware and nothing was replaced. It was uncertain if full fusion had been achieved although it was believed to be so due to considerable fusion mass making it difficult to remove the existing hardware. A complete material analysis of the rods was performed and concluded that the rod did not fail in fatigue. There were indications of rod bender indentations along both rods which are considered stress risers. Magnification indicated the fractures occurred in the area of stress risers which suggest the stress risers were a contributing factor in the fractures. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends. (Related to 3004774118-2017-00009).

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which fractured rods were removed. The patient reportedly had fractured rods approximately 36 months post-op. Revision surgery took place (B)(6) 2017.